Manufacturer narrative:
The issue was resolved with the assistance of olympus technical support via the phone. Technical support determined, in communication with the reporter, that the reporter identified the likely cause as a loose ac power cord because the issue could be recreated.

Event description:
A user facility reported to olympus that the light flickered during a procedure. The intended procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.